Manufacturer narrative:
(B)(4).

Event description:
Procedure: hysterectomy. According to the reporter: during insufflation the port for insufflation broke off. It fell into the patient and they had to retrieve it. Nothing was left in the patient. No delay in over 30 minutes, no tissue loss, no tissue damage, no extension of incision, no blood loss.

Manufacturer narrative:
(B)(4).